Event description:
The report co received from the field indicated that a bariatric pt had a pulmonary embolism after the optease filter was placed. The pt was reported to be doing ok at the time of the report. The initial reporter had no additional pt or procedural info. In addition, multiple attempts to obtain addtional info from the account regarding this case have been made, with no response or reply received. The product is not available for evaluation and testing.